Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sheath valve was not closing, and blood was leaking back. As a result, a new catheter was inserted at the same insertion site. There was a report of patient death; however, doctor (B)(6) made the medical judgement that the device did not cause or contribute to the patient's death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint that the "sheath valve was not closing, and blood was leaking back" is not confirmed. No leak was noted from the sheath. The sheath 3-way stopcock worked as intended. The returned devices passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the sheath valve was not closing, and blood was leaking back. As a result, a new catheter was inserted at the same insertion site. There was a report of patient death; however, doctor (B)(6) made the medical judgement that the device did not cause or contribute to the patient's death.